Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4).additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a solution administration set that leaked during infusion. According to the report, during the administration of perfalgan the air vent cap was found damaged/crushed which resulted in the leakage. The reporter could not identify the location of the leakage, but confirmed that the air vent cap was damaged. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.